Event description:
It was reported that the patient collapsed at home. The device went into backup vvi mode and could not be reprogrammed. A review of device image showed that power on reset occurred at time of hv delivery. The device was explanted and replaced. The patient was doing well.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power-on reset could not be determined.